Event description:
It was reported that two days after a stereotactic core breast biopsy had been performed and a tissue marker was implanted, the pt experienced breast swelling and firmness and a small amount of blood was noted to be draining from the biopsy site. The pt was placed on oral antibiotics. Aerobic and anaerobic cultures were taken and the results were negative. Needle aspiration of the hematoma was performed. Approx one month after the initial biopsy, the pt was placed on second course of oral antibiotics, and the hematoma was reported to be similar. The pt was reported to be feeling better.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.